Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer plugged in the pump to charge and the pump unexpectedly shutdown. Customer was uncooperative to provide details regarding this allegation. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the malfunction cleared and customer was able to continue to use the pump for insulin therapy.